Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (50% stenosis degree) in a moderately tortuous part of the distal anterior tibial artery. The system was purged and introduced via a 6 f terumo introducer to perform angioplasty of the anterior tibial artery. Upon injection of contrast, it was noted that the balloon could not be inflated. The balloon was subsequently withdrawn, and when tested outside the patient, contrast leakage was observed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided video was reviewed. In the provided video, the complaint device is visible after withdrawal from the patient. The balloon is inflated and two separate fine jets of water are visible exiting from the balloon. The technical investigation confirmed that the balloon has been inflated. And was returned in a partially deflated state. Upon inflation a fine jet of water was seen emerging from the distal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface at the distal end of the distal x-ray marker. A long scratch was observed nearby the pinhole axially prolonged into proximal direction which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patient's anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (50% stenosis degree) in a moderately tortuous part of the distal anterior tibial artery. The system was purged and introduced via a 6 f terumo introducer to perform angioplasty of the anterior tibial artery. Upon injection of contrast, it was noted that the balloon could not be inflated. The balloon was subsequently withdrawn, and when tested outside the patient, contrast leakage was observed.